Event description:
No harm: I called smith medical to inquire as to whether or not anyone has ever reported a child actually squeezing the lever on the side to remove the syringe from the device and manually infuse the medication. The pump did alarm (syringe issue?) But the child had already pushed the medication in by himself.